Manufacturer narrative:
The device has not been returned at this time, and disk analysis has not been done. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this device declared a fault code which is indicative of voltage too low for the projected remaining capacity. This represents a malfunction as critical therapy may be compromised. Ts provided instructions on how to clear the device before implanting the device. At this time, no analysis has been done and the device has not been implanted. No patient involvement.